Manufacturer narrative:
Sections with additional information as of 02-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; defect found on returned meter - e-4. Test strips were not returned for evaluation. H10: most likely underlying root cause: rc-001: miscellaneous user induced contamination on the strip connector.

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned and pending qc evaluation. Note: manufacturer contacted customer in a follow-up call on 24-jul-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for meter no longer storing results in addition to both hi and lo displays. The expected fasting blood glucose test result range is 100-120mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. During the call a blood test was performed by the customer and produced test results of e-4 using true metrix meter (new vial). The test strip lot manufacturer¿s expiration date is 11/30/2021 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. Result 1: hi display date:15-40 time: 28:95pm undisclosed. Result 2: lo display date:00-00 time: 2:00am undisclosed.